Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen on the home screen. Customer's blood glucose was 211 mg/dl. During troubleshooting with tandem technical support (cts), reportedly frozen screen was resolved.